Event description:
It was reported that the user experienced elevated blood glucose after a meal while using the ilet system with dexcom g6 and administered 5 units of subcutaneous insulin by pen outside the system during the learning phase. Investigation included user education and troubleshooting regarding appropriate use during the learning phase, including guidance to allow the algorithm to correct and to disconnect from the device for at least two hours if taking outside insulin. Investigation of this case revealed user-initiated off-device dosing and use error regarding dosing practices during the learning phase. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention beyond user-administered insulin, or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was related to user technique and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.